Event description:
Pt noted rippling after implantation on 7/7/97. Pt had dr replace implants with silicone on 1/22/98. Pt was given the explanted units after surgery. Pt has refused to release the implants to pip, inc. Without a promise to pay $6,100.00.